Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: gastric bypass. According to the reporter, after connecting the orvil anvil to the eea 25 mm instrument, the surgeon fired the eea 25 mm instrument and opened the instrument with two full turns; the surgeon then tried to pull out the instrument, but was unsuccessful. The surgeon opened the instrument two turns again, and the anvil disconnected. The surgeon opened the patient to retrieve the anvil. There was no patient injury reported.